Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received the insulin pump the night prior and kept receiving a check settings alarm and woke up with high blood glucose over 600 mg/dl. Customer stated that the check settings occurred after rewind and blood glucose was 132 mg/dl. Customer stated her mind felt unclear. She treated with a bolus. She stated the settings were correct and the insulin pump passed the high pressure test. Customer mentioned she was in the hospital a few days ago but it was due to heart issues not due to diabetes. She declined troubleshooting. Last blood glucose reading was 578 mg/dl. Customer was advised to change the set and monitor the device.